Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with no visual non-conformances and with two ecr60g cartridge reloads present. Reload (b) was received fully fired and in good visual condition. Reload (c) was received fully fired and with the pan dislodged. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard objects, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The cartridge reload was loaded without any difficulties and achieved a complete 3-stroke firing cycle. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause may be improper unloading of the cartridge reload by hitting the most distal end of the reload against a hard object. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, when the cartridge was removed from the instrument after the second firing, only the green plastic part was detached and the cartridge pan remained in the jaw. The cartridge pan was removed from the jaw by the nurse. Another device was used to complete the procedure. There were no adverse consequences for the patient.